Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The o2 was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to erratic readings on the o2 sensor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an 840 ventilator, the oxygen sensor failed calibration. The ventilator was not on a patient at the time of the event. The service engineer replaced the oxygen sensor to address the issue. The unit passed all testing and operated within the manufacturing specifications.